Event description:
It was reported that a microvascular anastomotic coupler device had a bent pin. It was observed that a metal pin was bent which was discovered by the plastics coordinator prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: model #. Additional information: d4, d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Upon visual inspection there were visible signs of use such as dried tissue and blood. During investigation, a bent pin was observed on the returned coupler ring with evidence of everted tissue visible on the returned coupler ring, it is unknown if the bent pin may have occurred during preparation for or in use during the surgical process. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.